Event description:
A site representative reported that the monitor goes black intermittently and then restores itself. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. The device has not been returned to the manufacturer.